Manufacturer narrative:
Pump successfully downloaded traces and history file using thump. Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert noted, during testing. However, noted in the pump trace download on 02/28/2024 at 23:47:23.000. No failed battery alarms noted, during testing or in pump history. Pump was cut open to perform visual inspection. And found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. However, a flattened keypad dome (no crease) was found. No stuck key alarms noted, during testing or found in the pump history or trace files. Test p-cap reservoir locks properly into place. The following were noted, during visual inspection: scratched case, pillowing keypad overlay, minor scratched lcd screen, keypad overlay texture damage, cracked case battery tube and cracked case corner of belt clip rails. In summary, customer allegations for pump's battery lasting less than 1 week and failed battery test not confirmed, during testing or in the power management graph. Keypad unresponsive was confirmed, during analysis and was due to a flattened keypad dome. Alleged cosmetic damage confirmed, where minor scratched lcd screen was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump's center button was sticky/less responsive. Scratches across screen, unexpected battery power loss, insulin pump rejected new batteries. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880.